Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant (stillbirth or miscarriage)") in a 25-year-old female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included birth control pill. Concurrent conditions included morbid obesity. Concomitant products included ceftriaxone (rocephin) since (B)(6) 2016. In 2014, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced rash ("rashes"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), panic attack ("emotional and panic attacks"), allergy to metals ("nickel allergy") and emotional disorder ("emotional"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (robotic assisted laparoscopy with bilateral salpingectomy and removal of essure coils) and surgery (bilateral salpingectomy (bilateral fallopian tubes removal)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, female sexual dysfunction, fatigue, panic attack, weight increased and emotional disorder had resolved and the abortion spontaneous, pregnancy with contraceptive device, allergy to metals and rash outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, panic attack, pelvic pain, pregnancy with contraceptive device, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events vaginal haemorrhage, female sexual dysfunction, fatigue, alopecia, panic attack, allergy to metals. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, concomitant drug added, event emotional added,event outcome for events vaginal haemorrhage, pelvic pain, female sexual dysfunction, weight increased, fatigue,panic attacks updated from unknown to recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant (stillbirth or miscarriage)") in a 25-year-old female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included birth control pill. Concurrent conditions included morbid obesity. Concomitant products included ceftriaxone (rocephin) since 25-jul-2016. In 2014, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced rash ("rashes"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), panic attack ("emotional and panic attacks"), allergy to metals ("nickel allergy") and emotional disorder ("emotional"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (robotic assisted laparoscopy with bilateral salpingectomy and removal of essure coils) and surgery (bilateral salpingectomy (bilateral fallopian tubes removal)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, female sexual dysfunction, fatigue, panic attack, weight increased and emotional disorder had resolved and the abortion spontaneous, pregnancy with contraceptive device, allergy to metals and rash outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, panic attack, pelvic pain, pregnancy with contraceptive device, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events vaginal haemorrhage, female sexual dysfunction, fatigue, alopecia, panic attack, allergy to metals quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant (stillbirth or miscarriage)") in a 26-year-old female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included birth control pill. Concurrent conditions included morbid obesity. In 2014, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 14 days after insertion of essure, the patient experienced rash ("rashes"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), panic attack ("emotional and panic attacks") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (robotic assisted laparoscopy with bilateral salpingectomy and removal of essure coils) and surgery (bilateral salpingectomy (bilateral fallopian tubes removal)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, female sexual dysfunction, fatigue, panic attack, allergy to metals, rash and weight increased outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia and vaginal discharge had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, panic attack, pelvic pain, pregnancy with contraceptive device, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events vaginal haemorrhage, female sexual dysfunction, fatigue, alopecia, panic attack, allergy to metals most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication and lot number added. Events pelvic pain, vaginal hemorrhage, female sexual dysfunction , panic attack, allergy to metals , abortion spontaneous, pregnancy with contraceptive device, rash, weight increased, device monitoring procedure not performed were added, device ineffective were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy (bilateral fallopian tubes removal)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.